Event description:
It was reported that the patient underwent a hip arthroplasty revision approximately thirteen (13) months post-implantation due to stem loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient had their stem revised for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 16.25 extended offset medical product- 721032000, cocr hd 12/14 neck neu 32, lot # 62870696 65771101520,femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset lot # 62844642 437632059, durasulâ¿¢ standard insert size 32mm i.d. X 59mm o.d. Former centerpulse lot # 62311556 98000150004,avrn-fitmore st/por, lot # unknown 636000059, hemispherical porous shell with sealed screwholes 59 mm, lot #62883938 437732059, durasulâ¿¢ hooded insert size 32mm i.d. X 59mm o.d. Former centerpulse, lot # 62017943 reported event was confirmed by review of operative notes. Initial operative notes stated, two sets of final implants were positioned and instability was noted that had not been present with trial components. It appeared that the first definitive implant seated deeper than the trail in the femur. Posterior impingement of the greater trochanter was also noted. A final set of implants were positioned, impacted and checked. The hip was again reduced and the range of motion and stability were found excellent. The patient was then transferred from operating room in satisfactory condition. Review of the revision op notes confirmed revision due to loose femoral component, right total hip arthroplasty on (B)(6)2016. The head was removed and a little bit of micromotion of the femoral component was detected. The femoral component was removed. Trial components removed and final components impacted. The hip was reduced. Range of motion and stability were excellent and unchanged. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.